Manufacturer narrative:
The device was received for evaluation containing approximately 120ml of fluid in the bladder. Visual inspection revealed no abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed on the device and the flow rate was found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not inject the unspecified drug. There was no patient involvement. No additional information is available.